Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for left femoral trochanteric fracture with the blade in question. The image showed subtype a (ikuta classification) after the surgeon reduced the fracture with his hand. The patient was a small woman and she was out of the range of the surgical traction table adjustment. The patient was adducted and the blade was inserted. After the blade insertion, there was a gap between the fracture part and the surgeon applied compression and closed the gap, but the tip-apex distance was high and the blade edge was out of the lateral cortex about 10mm. The image after the blade insertion showed subtype n or p. The surgery was completed successfully without any surgical delay. There was a risk of complicating disorder (for example cut out). The patient started the rehabilitation and the surgeon will follow up her. If the excessive sliding or cut out occurred, the revision surgery (bha) will be performed. No further information is available. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown tfna end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) tfna helical blade l80 tan. This is report 1 of 1 for (B)(4).